Event description:
Report received from the USA stating "oil substance coming out of the end." The device was being used during an "acoustic neuroma" procedure. An oil like substance came out of the end and dripped into the wound. The doctor irrigated the wound with an antibiotic wash and was planning to follow up with the pt to check if an infection happened. No other injuries reported, no delays in surgery. No additional info is provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the testing revealed that there was no oil coming out of the end of the motor. The event was not confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).